Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. Visual inspection of the adapter revealed a crack on the adapter body. No additional visual abnormalities were noted for the adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 15 autoclave cycles for the adapter due to the noted damage, functional testing of the adapter was not performed. Replication of the damage seen on the adapter is attributed to rough handling of the adapter creating a cracked adapter body. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a laparoscopic distal gastrectomy, a crack was found next to the release button of the adapter during device set up. A new product was used to continue the case. No injury or adverse event was reported.